Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp)via manufacturing representative, regarding a female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain, failed back surgery syndrome, and spinal pain. The concomitant medications were listed as oxycodone, keppra, pennsaid, relistor, movantik, vitamin b12, magnesium, vitamin d3, calcium, multi-vitamin, lisinopril, celexa, xanax. The patient history was not reported. It was reported that the manufacturing representative was present during a procedure to revise the non-functioning catheter. The hcp had attempted a catheter access port (cap) dye study and was unable to aspirate the catheter. No further history was given regarding the catheter event. No symptoms were reported. The inquiry was regarding compatibility guidelines for the revision kits. Additional information received from the hcp reported that the catheter was replaced on (B)(6) 2016. The patient had experienced loss of therapy, where the pain rating was at 6. The past conservative measures had failed to relieve the patient's pain. It was determined that the inability to aspirate was due to catheter migration out of the intrathecal space. No further information was given regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.